Manufacturer narrative:
The evaluation revealed the broken t2 femur nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). During investigation no material, dimensional, visual or manufacturing related issues were found. The reported event was confirmed. The provided nail was found completely broken within its fourth distal nail hole. The breakage surfaces indicated that both nail bridges broke step by step in a fatigue fracture from lateral towards medial. Drill damages were not visible. According to the hcp the consecutive material breakage of the nail was mainly caused by the not healed fracture (patient related); because there was no possibility to insert the nail in antegrade mode due to soft tissue conditions. The static nail locking did in combination with the fracture gap did also contribute to the non healing and resulting nail breakage (user related). The IFU lists unstable fractures, postoperatively loads in combination with full weight bearing, delayed bone healing and poor soft tissue coverage as adverse effects and contraindications. Based on the evaluation the nail breakage is attributed to patient conditions, contributed by the user. Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
The customer reported that the femoral ar nail which was used retrogradely broke post operatively and needed to be revised. Original operation was (B)(6) 2017, open femoral fracture from direct penetration with fence post following a car accident. Retrograde nailing with femur ar nail dut to soft tissue condition (normally would have gone antegrade for this fracture). Admitted to gloucester on (B)(6) 2017 with pain ¿ xr showed nail fracture through locking bolt hole. Revised to antegrade recon nail (13mm diameter) on (B)(6) 2017. Mobilised full wb after 2 weeks (kept non wb initially for plastics local flap protocol). Had sciatic nerve transection from initial trauma ¿ mobilizing with afo orthotic, gait will not have been normal. (B)(6) yo female, height or weight unknown but does have increased bmi (probably between 30-35 kg/m2). The surgeon used a 13mm t2 femoral nail on- retrograde.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that the femoral ar nail which was used retrogradely broke post operatively and needed to be revised. Original operation was (B)(6) 2017, open femoral fracture from direct penetration with fence post following a car accident. Retrograde nailing with femur ar nail dut to soft tissue condition (normally would have gone antegrade for this fracture). Admitted to gloucester on (B)(6) 2017 with pain ¿ xr showed nail fracture through locking bolt hole. Revised to antegrade recon nail (13mm diameter) on (B)(6) 2017. Mobilised full wb after 2 weeks (kept non wb initially for plastics local flap protocol). Had sciatic nerve transection from initial trauma ¿ mobilizing with afo orthotic, gait will not have been normal. (B)(6) yo female, height or weight unknown but does have increased bmi (probably between (B)(6)). The surgeon used a 13mm t2 femoral nail on- retrograde.